Manufacturer narrative:
Device received with critical pump error (open book) after battery installation and unable to download, problem isolated to electronic assembly. Unable to perform functional test including self test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error. Force sensor zero offset measured within specific range.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's family reported via phone call that their insulin pump had critical pump error. The customer¿s blood glucose was unknown at the time of incident. Customer's family reported that the insulin pump has a hair line cracked at the back. Customer's family reported that they received the open book image on the insulin pump screen. The customer's family was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.